Manufacturer narrative:
G4: 17nov2020; b4: 23nov2020. The power supply was returned to manufacturer to failure investigation (fi) for analysis. The failure of c56 prevented the power supply from operating on ac power which caused the 1014 failure. This customer returned main board was tested with no failures identified. Based on information provided and/or service performed it could be confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
During the repair of the gas volume failure identified during preventive maintenance, the philips service engineer encounter a 24 volt failure of the device. The fse confirmed the 24 volt failure. The fse replaced the air stepper motor controller (smc) printed circuit board assembly (pcba). He replaced the oxygen (smcpcba), analog pcba and sensor pcba to solve the gas flow accuracy issue. He replaced the power supply assembly, and the main printed circuit board assembly to resolve the failure identified during the preventive maintenance. Upon the completion of the repairs, the fse functionally tested the ventilator and no other issues were identified. The unit successfully pasted all testing and was returned to service. The unit was not in use and there was no patient harmed.